Event description:
It was reported that the customer received no delivery and changed her set three times before the issue was resolved. Customer also reportedly noticed the insulin pump was not delivering insulin and it did not alarm no delivery on another occasion. Customer's blood glucose was 300 mg/dl and she was nauseous. She treated with manual injection. Customer did not have time to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.